Manufacturer narrative:
Complaint #: (B)(4). (B)(4). Complaint sample was evaluated and the reported event was confirmed. Returned instrument exhibits signs of repeated use and the corners of the ledge (step) feature have fractured off. Device history record was reviewed and no discrepancies were found. Review of complaint history identified no additional similar complaints for the reported item and part and lot combination. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional was found to be fractured during kit review. There was no patient involvement.